Manufacturer narrative:
H11: internal complaint reference: (B)(4). Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information indicates that the revision surgery was unrelated to any smith & nephew device issue. The procedure was performed due to a periprosthetic distal femur fracture near a pre-existing knee implant, which was not a smith & nephew product, therefore, the event does not meet the threshold to be considered a valid complaint. If additional details confirm the occurrence of a reportable event, we will update our records accordingly and submit a subsequent report detailing both the event and our completed investigations.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after an internal fixation, performed on an unknown date, the patient experienced an unknown adverse event. This adverse event was solved by a revision surgery on (B)(6) 2025. Current health status of patient is unknown.